Event description:
Rptr stated that caller from facility reported that immediately after installing a new transfer set on the unit, solution began to flow from a source container into the final container without the unit pumping. The tubing of the transfer set had been prestretched and rotors turned only one revolution. The rptr told the caller the reason for the free flow was probably due to improper installation of the transfer set. He instructed the caller in the proper technique. Since the issue was resolved by telephone, the unit was not sent to the MFR for evaluation. No pt involvement.